Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03987 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-03988 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a gastric endoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip could not be exposed when the blue grip was pushed towards the handle, so the clip was removed from the patient. The same issue occurred with the second resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Investigation results for both clips (manufacturer report # 3005099803-2014-03987 and manufacturer report # 3005099803-2014-03988) revealed the clips were mashed onto the bushing, therefore this is now an MDR reportable event.

Manufacturer narrative:
Evaluation result of clip mashed onto bushing. Evaluation result of clip failed to release from catheter. Visual evaluation of the complaint device found the clip to be mashed onto the bushing. The clip was unable to open or close, and could not deploy from the catheter. A kink was also noted in the control wire. The clip being mashed onto the bushing and unable to deploy from the catheter is contrary to what was originally reported. However, this failure likely occurred due to anatomical/procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.